Manufacturer narrative:
Approximate age of device: 6 years and 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient expired on (B)(6) 2018. The account noted the patient had a known pump thrombus. The patient was placed in hospice prior to expiration with intravenous (IV) milrinone and palliative care. Additional information regarding event details was requested; however, it has yet to be responded to.

Manufacturer narrative:
The referenced known pump thrombus is reported within MFR. Report number 2916596-2017-02228. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(4) and the reported event could not conclusively be established through this evaluation. It was reported that the patient was placed on hospice. The patient presented with uri and ldh bump. The patient had known pump thrombosis (see MFR. Report number 2916596-2017-02228). The patient remained at home with IV milrinone and only palliative care. It was reported the patient expired secondary to pump thrombosis. Additional information was requested, but not provided. Multiple requests for product return were sent to the account; however, no product has been returned to date. The hmii lvas IFU lists device thrombosis, hemolysis, and death as adverse events that may be associated with the use of heartmate ii left ventricular assist system and provides details regarding the recommended anticoagulation therapy and inr range. It also outlines indications of pump thrombosis as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.